Event description:
It was reported that the right ventricular (rv) lead was dislodged due to twiddlers' syndrome. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the right ventricular (rv) lead was dislodged due to twiddlers' syndrome. The rv lead was explanted and replaced to resolve the event. Lead damage was visible on the rv following explant. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.